Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed motor fault, vent inop, low pip, high rate, xdcr fault and vent inop. The customer reported there was no patient involvement associated with this event.

Event description:
The customer reported that the ventilator was on battery power, but the power on, ac, and dc status leds did not light up.

Manufacturer narrative:
Failure analysis powered on in service mode performed lamp test per service manual, on/off and dc non-operational. Dc status operational. Uninstalled membrane switch panel and put under microscope, found opened circuit trace with signs of fluid containment near optical encode dial. Confirmed short with multi-meter, no voltage readings across shorted area. Findings/root-cause: duplicate customer complaint of power on, and dc, do not light up; dc status may have been affected by fluid ingress before it had dried. Liquid containment caused opened circuit trace to on/off, dc, dc status green led¿s. No further investigation is needed.